Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a 'warning shorted condition' message during an episode. Pacing impedances measured over 2000 ohms. The first shock of 26 joules did not convert the arrythmia but the second shock of 31 joules was successful. Pacing thresholds were done and capture was lost at 7.5 volts. This patient has an intrinsic rhythm so very little pacing is necessary.